Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Correction: on the initial manufacturer's MFR report that was submitted on 10/14/2016, it was erroneously reported that the patient was discharged on (B)(6) 2016. It was during the follow-up conversation with the manufacturer's technical services representative that the vad coordinator stated that the patient was discharged home. The specific date of discharge was not reported by the customer. Additional information: on (B)(6) 2017, it was reported that the patient presented with worsening symptoms of heart failure as well as an elevated level of lactate dehydrogenase (ldh). There were no report of lvad alarms although an intermittent pump stop was noted in the system controller history file. Previously as outpatient on (B)(6) 2016, the patient's ldh was elevated to approximately 1124 u/l and upon admission the ldh was approximately 881 u/l with no report of alarms or notable changes in pump parameters. The submitted log file reviewed by the manufacturer¿s technical services representative at the time noted low speed events and two pump stop events had occurred on (B)(6) 2016. Additional information was requested; however, none has been provided.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was experiencing intermittently elevated lactate dehydrogenase (ldh) levels and submitted a log file for review. The patient was asymptomatic. The manufacturer's technical services representative observed a pump stop event that occurred while the lvad system was operating on the power module. The event appeared consistent with a potential driveline wire compromise. As of (B)(6) 2016, the patient was discharged home and x-ray images would be made available during the patient's next clinic visit. Additional information was requested but not provided.

Manufacturer narrative:
The pump remains in use supporting the patient. No further related events have been reported. The reported low speed operations and pump stoppages were confirmed per the evaluation of the submitted log files. However, a cause for these events could not be conclusively determined. A correlation between the device and the reported elevated lactate dehydrogenase (ldh) and suspected pump thrombus could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Update as of 23feb2017: the patient¿s lactate dehydrogenase (ldh) level remained elevated, but decreased to the 600¿s u/l. Pump thrombus was still suspected but was not confirmation. No signs of thrombus were noted with echocardiography. The patient was at home doing well, was being medically managed, and remained on coumadin. The patient declined any further interventions, including a pump exchange. As of (B)(6) 2017, it was reported that several pump stoppages and driveline alarms were observed in the patient¿s event history and were captured in the system controller log file. The patient was provided with an ungrounded patient cable as a precaution when connecting the lvad system to the power module. On 06jun2017, a log file was reviewed by the manufacturer¿s technical services representative and no further pump stoppage events were recorded. X-ray images of the driveline were unremarkable. It was reported that the patient remains stable without symptoms.